Event description:
On (B)(6) 2009, the pt reported that he had been working in a hot environment and his infusion tubing became caught on a twig and stretched. He stated that the infusion tubing did not completely separate but looked like "taffy." No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.